Event description:
Customer reports experiencing symptoms of sweating and shaking due to not testing her blood sugar as she had not yet received her blood glucose meter as ordered in 2007. Customer called paramedics and she was treated with glucagon at her home. No other treatment is documented.

Manufacturer narrative:
This is a final report. The reported event is related to a delivery issue. No product is expected to be returned.